Manufacturer narrative:
The local area field representative was contacted for additional information, however no further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unspecified procedure a magnet was applied to this pacemaker however lost all impluse from the device. During the procedure, there was an episode of asystole for an unspecified amount of time. The magnet was taken off the device and the procedure was completed using short burst of electrocautery. No adverse patient effects were reported.